Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system prompted the user to perform a motion calibration. The representative reported that the system was moved around the patient, the gantry door was closed and the site was attempting to perform an image acquisition when the message appeared. The representative reported that the site was able to open the gantry door, move the imaging system away from the surgical field and perform the calibration. There was a reported delay to the procedure between fifteen and thirty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.